Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter needle failed to retract when the button was pressed. The following information was provided by the initial reporter, translated from portuguese to english: "the button that activates the safety device to retract the needle does not work, so it was not possible to retract the needle, the device has failed."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was completed for sub-assembly #8607680 lot 0059935. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and there was evidence of activation failure records that may be related to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte" autoguard" IV catheter needle failed to retract when the button was pressed. The following information was provided by the initial reporter, translated from (B)(6) to english: "the button that activates the safety device to retract the needle does not work, so it was not possible to retract the needle, the device has failed."